Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure, the device was stuck, and was only able to fire halfway.